Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reported event. A review of the unit's fault log revealed errors that are typically presented if the foot pedal is held down during the power-on self test or if a defective foot pedal is being used. It is unknown if the cause of these errors contributed to the failure of the cpu or aux board or visa versa. A definitive root cause for the failed cpu and aux board is unknown. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus will continue to monitor complaints for this device through regular trending activities as defined by olympus surgical technologies america quality management system procedure.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the user facility. The operating room technician further reported that the device had failed during a gynecological procedure. There was an e200 error. The procedure was completed using a different device. There was no patient injury, medical intervention or delay in the procedure. No additional information was available regarding this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and exhibited an error during electrical testing due to a faulty auxiliary board. Device output was also identified to be too low due to a faulty power supply unit.

Event description:
It was reported that during inspection, the unit failed the hand switch test due to a faulty auxiliary board and exhibited low output due to a faulty power supply unit (psu). There was no patient involvement.